Event description:
Revision of lcs total knee due to persistent pain, stiffness and stress shielding of femur. The surgeon removed and replaced all components.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additional event information and investigational inputs were requested but not provided. . The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.